Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient stated she had the trial for bladder that she took the medication for and went to the bathroom so much. Patient stated during the trial, about day 3 or 4, she suddenly got uncontrollable diarrhea when she would urinate. Patient stated the issue with diarrhea had continued since the trial ended. Patient stated she thought the trial was going to be 7 days, but it was removed the 6th, since the top of her foot was killing her, which felt like a shock, and the bottom of her back was killing her, where the wires were put in. Patient noted she couldn't sit in a chair. Patient stated since the trial ended, she had seen 3 doctors and been given medication, but it has not helped. Patient noted during the trial that it helped her urinary symptoms, but it was hard to tell due to the diarrhea. Patient noted the left side never worked, but the right side did. Patient noted she did not have to change pads, but she had also not changed pads before either. Potential adverse events were reviewed per patient inquiry. No further complications or symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the sudden diarrhea was not determined. Actions/interventions taken to resolve the shocking and the sudden diarrhea were that the wires were removed. The results of the colonoscopy were unknown and it was unknown if the antibiotics resolved the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the right side was working pretty good but that the left side never worked. On the second day they got explosive diarrhea and they still had it currently. The patient stated that they spent so much money and nothing has changed. The patient stated they have ruled out anything viral and that they never had anything like this before. They never had colitis and the only thing that they could pinpoint for the cause of their diarrhea was the trial. The patient reported that they¿re on a diet of smoothies. That they were hungry but they couldn¿t eat anything or the diarrhea would start back up again. The patient said if it hadn¿t been for that, the trial would have been great because it was helping their symptoms. They had been on meds prior to the trial and also that prior to the trial they hadn¿t been emptying fully and that the trial worked at first, but on the second day the diarrhea started. By the 5th day, their back was hurting so bad they couldn¿t sit in a chair and asked to have the trial taken out. They said they felt the back pain right on their spine. Once the trial was taken out, the pain went away but they were now going out of both ends. The patient stated they went to a gi for a colonoscopy however the gi couldn¿t do it because there was too much fecal matter in their colon and that they were going to the gi again on wednesday, july 18 for a second colonoscopy attempt. The patient reported it ¿sucks¿ because they¿re 48 and they¿re about to celebrate their anniversary and go to the beach but they¿re worried they won¿t even be able to go on the boardwalk or the beach because they won¿t be able to anticipate when the diarrhea would come nor, would they be able to eat anything. That¿s why they¿re hoping their next gi appointment will help figure out what was going on. The patient stated they think they were on 9 different meds currently, one of them was for the cramping, 2 of them being antibiotics to help with the diarrhea but the patient states it wasn¿t working. The patient reported having to take 8 immodium pills a day and that they wer e having smoothies to keep things under control. The patient stated the stomach cleanses were very painful and that they had a few of those too.